Manufacturer narrative:
Upon reviewing the complaint folder, it has been determined there was no visible signs of smoke or a burnt device and visual inspection found no evidence of burnt device. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3008169506-2020-00003. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturing date is unknown. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cables are burning out and they are turning dark.